Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Visual evaluation: visual analysis of the photographs: device patch with lot number 1605155 and opening shell. Device analysis was performed through photographs, due to the impossibility to perform microscopic analysis thus it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported "rupture of the left implant." Device has been explanted.